Event description:
On (B) (6) 2010, a pt was treated by brachytherapy for prostate cancer with sixty five (65) iodine-125 (I-125) seeds. The I-125 seeds were implanted using real time dosimetry under ultrasonic guidance. The written directive called for a therapeutic radiation dose of 145 gray (gy) [14,500 rad] to the prostate volume, plus 5 millimeters of margin, using interoperative planning. On (B) (6) 2010, the pt returned for a 30 day post-implant CT. The scan showed that the implanted seeds were "in an appropriate pattern", but outside the intended target. The initial (B) (6) report was made by phone to the state dep on (B) (6). The doctors performing the procedure - who are not named - planned to delivery radiation to the entire prostate plus a five-millimeter margin outside the gland. There is no info on the status of the pt. The site was using variseed treatment planning system. Hospital contact has stated that variseed did not cause or contribute to the adverse event. The user site originally reported there had been a malfunction of the ultrasound machine, but have since retracted that claim.

Manufacturer narrative:
The adverse event was caused by user errors and device eval is not applicable. (B) (4). Varian medical systems, inc. Became aware of the adverse event through post market surveillance activities when the event was reported in the (B) (4) on march 4, 2010. The customer had not previously contacted varian medical systems.